Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device would not fire the clips at all from the 1st firing. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed the remaining clips conforming. In addition, the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Clips were able to be fired, but the first and second clip in each procedure came out slightly scissored.